Event description:
Information was received from a patient regarding an external device. The reason for the call was patient reported that it had been 3 hours since they were charging their implant and it only increased to 70% and the battery on the controller depleted before they even were able to fully charge their implant. Patient also stated that the recharger was getting hot to the point where it was uncomfortable. Patient also stated that the controller would show a message that said "cannot connect" when they connect it to the ac power supply. Agent walked patient through resetting the controller. Patient connected the controller to the ac power supply and confirmed it was charging by seeing the blinking green light on the controller. Patient stated that the controller was at 10% and the implant was at 70%. Agent reviewed that the controller seemed to be working as intended. Patient also confirmed that there were no visi ble damages on the recharger. The issue was not resolved. A request was sent to repair to replace the recharger. Patient will monitor controller and will call back if issue persists on the controller.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger analysis of the [recharger], model [97755-s], s/n (B)(6) found complaint unverified - found no issues with finding or charging ins. Failed-post command and response /osiris error! Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.